Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: it was reported in the infusion center and lab from about 5 nurses that they have seen an increase of spraying upon disconnection of the maxzero. Samples of lots 25075397, 25075398, 25075316, 24085440, 24026349 were collected to be sent in (5 total).